Event description:
It was reported that the deep brain stimulation (dbs) patient experienced rapid depletion of the implantable pulse generator (ipg) wherein causing a severe worsening of parkinson's disease with symptoms of increased tremors, slowness, rigidity, difficulty walking, sleeping, writing and excessive dyskinesia. The patient underwent a revision procedure where the ipg was replaced and reprogrammed. The patient was administered medication. The patient was doing well post operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced rapid depletion of the implantable pulse generator (ipg) wherein causing a severe worsening of parkinson's disease with symptoms of increased tremors, slowness, rigidity, difficulty walking, sleeping, writing and excessive dyskinesia. The patient underwent a revision procedure where the ipg was replaced and reprogrammed. The patient was administered medication. The patient was doing well post operatively.

Manufacturer narrative:
The returned ipg was analyzed and the reported event of the ipg reaching the end of life was confirmed. The ipg was received at the end of service (eos) state which was verified with an equivalent remote control at the time of analysis. The data log analysis revealed that the patient battery lifetime was calculated at 2 years, 2 months, and 1.5 days with an average energy use index (eui) of 16.5. A product labeling review was conducted. This review determined worsening of disease symptoms potentially caused by loss of stimulation such as gait difficulty (trouble walking), weakness, muscle spasms, shaking, restlessness, problems with movement, stiffness of muscles or joints, and muscle rigidity are known risks with the use of dbs. A product labeling review also states when the stimulator battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation and is a known risk with the use of dbs.